Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. In addition, absence of ventricular pacing pulses were observed.

Manufacturer narrative:
(B) (6). This event concerns a device that was manufactured and used outside the us. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under p950029. Therefore, the MDR is being submitted at this time. The analysis is pending.